Manufacturer narrative:
One (1) list# cl-10-5, chemolock¿ bag spike, 5 units. Lot# 4593069, one (1) unit list# cl-10-5, and one (1) used container 0.9% sodium chloride injection, usp, manufacturer baxter were received for evaluation. The reported complaint of bag spike breaks causing a leak was confirmed on one of the sample of the 5 returned. During visual inspection, the poppet of the chemoport bag spike was found broken on sample-5. The returned bag spike samples (5) were primed and pressure leak tested in an un-activated state, a leak was observed on sample-5 of the chemoport bag spikes.this leak had occurred due to the broken poppet in the bag spike. The probable cause of the broken poppet was not determined. A device history review for lot# 4593069 and relevant commodities were reviewed, and no non-conformances were found that would have contributed to the reported complaint.

Event description:
The event involves a chemolock bag spike that when attaching the syringe to the bag spike, the spike breaks into pieces causing the liquid to leak. The technician was disconnecting an unspecified syringe with a cl2000s chemolock attached from a 250ml normal saline bag with the device attached. Once the two were detached, unspecified chemo infused normal saline splashed all over the hood and into the technician. No other information was provided.